Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 26mm amplatzer septal occluder (aso) was selected for implant. During the procedure, the device deployed in a deformed, "cobra head" shape. It was resheathed and withdrawn, and a replacement 26mm aso (lot 6500671) was implanted with no reported patient consequences. The patient has been discharged.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.